Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg could no longer communicate with the charger. In turn, a replacement charger was sent to the pt. F/u revealed an sjm rep met with the pt and confirmed the ipg was inoperable. A charger and programmer were used to troubleshoot the issue to no avail. As a result, the pt's ipg was explanted and replaced (with a different model). Stimulation was restored post-op.